Manufacturer narrative:
Investigation summary: this complaint is confirmed. This complaint is for foreign matter in tubes of phoenix ast broth (246003) batch number 2174616. The customer did not provide product returns for investigation but provided photos. The photos show phoenix ast broth with batch number present, with small specks of contamination within the tube. As a result of the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns.

Event description:
It was reported that while using the bd phoenix¿ ast broth that there was contamination. The following information was provided by the initial reporterwhen customer use ast broth tube to test, they saw into tube have some small particle in wall tube like was contaminated tube.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ ast broth that there was contamination. The following information was provided by the initial reporter. When customer use ast broth tube to test, they saw into tube have some small particle in wall tube like was contaminated tube.